Event description:
It was reported via repair work order that the unit was returned with blood inside of the fluid warmer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This product is used as a blood fluid warmer and its possible that there may have been a previous event of a blood leak inside the device where it was never cleaned. However, the blood found inside the device did not cause or contribute to an adverse event.

Event description:
It was reported via repair work order that the unit was returned with blood inside of the fluid warmer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.